Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient had their system explanted in 2024 for an unknown reason.